Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
The event is reported as: complaint alleges: during the harvesting of the left internal mammary artery for use in a bypass, the applier damaged the artery. Patient current condition listed as fine.